Manufacturer narrative:
Date rec¿d by MFR : 01aug19, date of report : 07aug19. During failure investigation, submitted unit failed due to air flow sensor caused by drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. The manufacturer¿s field service engineer (fse) confirmed the reported oxygen concentration failed issue. The manufacturer¿s field service engineer (fse) reports when the oxygen concentration was set at 100%, confirmed the measured value was 94.4%, so the flow sensor assembly was replaced. No other abnormality was confirmed.

Event description:
The customer reported the oxygen concentration failed. There was no patient involvement.